Event description:
When trying to remove the needle after the clinician successfully placed the catheter, it did not remove easily. The needle appeared to be stuck or difficult to remove from catheter. When the needle did eventually move it penetrated the tubing resulting in a needle stick injury in the hand. The nurse acknowledged that she had the tubing slightly bent.

Manufacturer narrative:
The sample is to be returned for analysis. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)